Event description:
It was reported that a home patient (hp) observed air in the patient line during fill 1 of automated peritoneal dialysis (apd) therapy. The hp was connected at the time of the observed air. Nothing unusual was noted during troubleshooting for the air. A technical service representative (tsr) explained proper procedures with the hp and instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.